Event description:
It was reported by the patient that after priming and activating the pod the cannula did not deploy. The blood glucose level was 270 mg/dl. It was also found that the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data shows the device completed first prime at 33 pulses and was deactivated at 43 pulses. First prime was completed earlier than expected. Rotational sensor malfunctions were observed in the data. The device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was unable to deliver as the pdm alarmed and deactivated the device before a bolus could be delivered. The rerun data generated an 0x41 alarm, indicating safety sensor maximum summed error table. The rerun data did not show timeouts or drive stalls. However, it did replicate the abnormalities observed in the rotational sensor data. The needle mechanism was reset and functioned as intended through manual rotation of the ratchet gear. The commutator cap was inspected and contamination was found on it. The contamination caused the rotational sensor malfunction, which led to first prime completing earlier than expected and causing the needle to not deploy when intended.